Event description:
It was reported that during a lap cholecystectomy, an unexpected resistance was felt while firing. Some malformed clips were found. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device fed and properly formed the clips and then, it locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No abnormal noise was noted during testing. Please note that the found condition of the indicator failure is not related with the event reported. It could not be determined what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.